Event description:
A system operator at the user facility reported the surgeon had concerns with outcomes following lasik surgeries and requested analysis assistance. The site provided a spreadsheet of conventional and custom treatments over a given period of time. While reviewing the spreadsheet, it was noted that a pt who underwent conventional lasik surgery presented with a loss of bcva in the left eye at the three-month post-op visit. Additional information has been requested.